Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (B)(6) found a loose cable at the donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Information was received from a patient (pt) regarding an external device. The reason for call was probably a month ago the pt was getting the code rm03 all the time and it was taking forever to recharge the implant battery. Pt had been resetting the controller but it was getting worse and could take all evening for pt had to keep rebooting the controller by taking the battery out. During call pt verified no damage to the controller charging port or to the rtm. Pt blew into the controller charging port and cleaned the rtm pins. Pt reset controller and attempted to recharge their implanted device. The implant was recharging at excellent with 60% battery; pt noted it would soon say rm03 but it did not over the call. Pt noted they had noticed the rtm equipment was heat up at times for the rely box gets warm same with paddle. Pt verified they do recharge their implant under clothing on the skin. Ps reviewed with pt to try recharging the implant without the equipment under clothing. Pt will call back if they still get the message rm03. Additional information was received from the patient. Pt called and they mentioned the implanted neurostimulator(ins) took 3.5 hours to charge last night. Pt said the relay box would get "too warm" and the ins charging session would "kick off" and the pt had to restart the charging session. During the call, the pt noticed the rtm cord insulation was cracking where the rtm cord met the coil and the rtm cord was loose from the coil. An email was sent to the repair department to replace the rtm.